Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the image has drop out on 2 sides. No other information provided, at this time.

Event description:
It was reported that the image has drop out on 2 sides. No other information provided, at this time.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of the image has dropouts on 2 sides was confirmed. The probe displays dark spots on the left and right side of the ultrasound image. The transducer element test shows 2 failed elements on each side of the probe. The root cause of the reported failure was identified as an internal failure within the probe.